Manufacturer narrative:
Based on our findings, we conclude the most likely cause of the device failure was improper repositioning. More specifically, it appears that the cannula was initially positioned and then subsequently repositioned without first removing the device and cannula combination and re-inserting the stylet and cannula combination, as is required. For example, the IFU states, in part, that... "If additional treatment is required within the disc, reinsert the straight stylet into the cannula and reposition the cannula"... Leaving the device in the cannula while repositioning the device and cannula combination in the disc space subjects the tip of the device to undesirable side forces that may cause the tip of the device to bend and break during subsequent use.

Event description:
The patient presented with radicular pain caused by disc herniation at l4/l5. The patient was placed in prone position on the table. The surgeon stood on the patient's left side and operated on the patient's right side, per her preference and prior experience. Her needle placement inside the nucleus was done successfully and efficiently just lateral to the midline, and was confirmed via oblique, lateral, and anterior-posterior fluoroscopy. Upon insertion and securing of the device to the cannula, the surgeon pulled the depth gauge all the way back to maximize her plunge, and then ran the device for approximately 45-60 seconds. Gray disc matter collected in the chamber and device was confirmed to be running under live fluoroscopy. With the spiral wire retracted and device still connected to the cannula, the surgeon repositioned the entire construct slightly more lateral to the midline to try and remove more disc material. The surgeon then ran the device again, but there was a noticeable pitch change and nothing was collecting in the chamber. The surgeon turned off the device, detached, it from the cannula, and pulled it out. It was at this time that she saw that the device tip had broken off. Fluoroscopy confirmed that the tip had broken off and was contained within the nucleus. The surgery was ended and the broken piece was left inside the disk. Patient was reported to be stable after the surgery.